Event description:
It was reported that during a prostate procedure, decreased tissue vaporization efficiency was observed and the cap of the surgical fiber detached at 118,256 joules of use; the fiber cap was reported as retrieved. The procedure was completed using a second fiber. Pt outcome: "no harm to patient_ok".